Manufacturer narrative:
Continuation of concomitant products: 4592 lead, implanted (B)(6) 2015; 5076-52 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional far field r-wave (ffrw) oversensing and undersensing during atrial tachycardia (at)/atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.